Manufacturer narrative:
Supplement #1 sent to the FDA on 08/11/2016. Corrected data: model/lot #.

Manufacturer narrative:
Medwatch sent to FDA on 07/08/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling reveals: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, the patient had "severe abdominal pain and vomits." The doctor performed an x-ray that indicated the balloon had an increased volume and level of hydrogen in it. The balloon was removed.